Event description:
It was reported to hill-rom that during the transfer of a patient the sling came off from the sling bar hook causing the patient to fall out of the sling. No injury was alleged. Reference MFR report number: 8030916-2014-00033.